Manufacturer narrative:
Device evaluated by manufacturer: the polarx fit balloon catheter was returned for analysis. No visible blood was observed inside the balloon region. The polarx fit balloon was leak tested and passed all inner and outer balloon leak tests. The polarx fit balloon was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation, a polarx fit balloon catheter was selected for use. Isolation was checked by displaying the post-mapping, and since it was not induced with burst pacing, the balloon was removed once, and the sheath pressure was measured. After that, a blood detection error occurred when an implant was tried by performing a balloon massage outside the patient once. Since isolation was confirmed through post-mapping, the procedure was cancelled. No patient complications were reported. The device was returned for laboratory analysis.

Event description:
It was reported that during a procedure to treat persistent atrial fibrillation, a polarx fit balloon catheter was selected for use. Isolation was checked by displaying the post-mapping, and since it was not induced with burst pacing, the balloon was removed once, and the sheath pressure was measured. After that, a blood detection error occurred when an implant was tried by performing a balloon massage outside the patient once. Since isolation was confirmed through post-mapping the procedure was cancelled. No patient complications were reported. The device is expected to be returned for laboratory analysis.